Event description:
The report received from the registry indicated that approx nine months post stenting procedure; the pt died. The index procedure was an elective procedure to treat one lesion; the main indication for the intervention was stable angina pectoris. The pt presented one-vessel disease; the target lesion was in the proximal and mid circumflex artery. The de novo lesion was 24mm long and presented 2.75mm reference vessel diameter with 80% stenosis. The eccentric lesion was located at a bifurcation presenting an irregular contour and little to none calcification. The lesion presented no thrombus and was classified as type b1. The lesion was successfully pre-dilated to 12 atmospheres (atms) then was treated with a 2.75x28mm cypher stent, which was deployed at 14 atmospheres then to fully expand the stent, post-dilation was conducted to 16 atms. Results were satisfactory, post procedure the lesion presented 0% stenosis. The procedure was completed without any complication or adverse events to the pt. The pt was discharge the following day and there was no injury or adverse events reported at the time of discharge. Two months post stenting procedure, the pt presented with angina pectoris. There was no treatment performed. Seven months post index procedure, the pt had a non q wave myocardial infarction (mi). The pt was admitted with ischemic heart disease (ihd) and shortness of breath (sob) treated with continuous positive airway pressure (CPAP), digoxin and amiodarone. Serial enzymes revealed a positive troponin and ck; this event resolved with sequels. The pt also presented congestive heart failure, the pt was admitted with acute pulmonary edema (apo) treated with CPAP; the event resolved with sequels. The pt also presented atrial fibrillation (af), warfarin therapy commenced. The event, (af) was reported unrelated to the device and unrelated to the index procedure. Haematuria noted during hospital stay, thought to be related to traumatic catheter insertion and anticoagulation pt was stabilized and it resolved with bladder irrigation. The event was reported unrelated to the device and unrelated to the index procedure. Then nine months post stenting procedure, the pt died. The cause of the death was reported as cardiac death.. The pt had cardiac arrest; the explanation for death was myocardial infarction, cardiac failure and renal failure. The location of the mi was undetermined; there was no evidence of stent thrombosis.

Manufacturer narrative:
Conclusion: this male pt in the registry experienced multiple adverse events and eventually died post implantation of a cypher select+ stent. Medical history included known coronary disease with prior CABG, hypertension, hyperlipidemia and diabetes. During the index procedure, one 2.75/28mm stent was implanted in his proximal-to-mid circumflex. The target site was described as a type b1 lesion: bifurcating with inability to protect a major side branch, 80% stenosis and 24mm lesion length. The stent was implanted at 14atm with a satisfactory result. No complications were reported and the pt was discharged on asa and plavix. Approx 7 months post stenting, he was readmitted with congestive heart failure and atrial fibrillation. The database also recorded a non-stemi at this time: "pt admitted with ihd admitted with sob treated with CPAP, digoxin and amiodarone serial enzymes revealed a positive troponin and ck and pt went on to have an angiogram". The angio results were not provided but there was no evidence for stent thrombosis and the mi was given an "unlikely" relationship to the stent. The database also stated, "haematuria noted during admission (and) thought to be related to traumatic catheter insertion and anticoagulation pt was stabilized and it resolved with bladder irrigation". These events (atrial fib, hematuria) were all considered unrelated to the stent. Approx 2 months later, the pt experienced sudden cardiac death. The database noted, "pt died in nursing home. Site in process of trying to get more info; notification thus far from pt's wife. Cause of death yet unk. Site contacting the nursing home for further info. Info at site now available pt had cardiac arrest; explanation for death noted by dr as myocardial infarction, cardiac failure/renal failure". The pt's death was thought to have a "possible" relationship to the stent but no additional details were provided. The product is not available for eval, as it remains implanted. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13218289 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a potential adverse event associated with coronary artery stenting. Although the relationship between the cypher stent and the pt's death cannot be determined with the available info, pt factors (advanced age and complex medical status) may have contributed to the event. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.